Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Additional information received indicated that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that the patient's system has high impedances on one lead. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.